Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump started alarming and then went blank. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was rubbed off on the back side of the case and then started alarming. Customer reported that the insulin pump was blank at the time of call. Customer was advised to insert new battery but customer did not have new battery to insert into insulin pump. The insulin pump will not be returned for analysis.